Event description:
Pt underwent phacoemulsification with intraocular lens implantation to left eye, due to a cataract in 2007. Intraoperatively, the pt sustained a tear on posterior capsule related to I/a tip which required anterior vitrectomy.